Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited premature battery depletion and low out of range impedance measurements on the unknown right ventricular (rv) lead. Boston scientific technical services (ts) received the data and will perform analysis. Ts confirmed the out of range impedance measurements along with rv loss of capture. They also confirmed the elevated power consumption. The cause of the clinical observations could not be determined with the information provided. It was noted the patient will continue to be monitored appropriately. No adverse patient effects were reported.